Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 420 mg/dl. During troubleshooting, it was found that customer went through an airport scanner two weeks prior to alarm. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and motor error alarm during the occlusion test due to faulty force sensor resistor. The motor passed motor test. The displacement test functioning properly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.